Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not identified or received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so; therefore, we were unable to review the manufacturing records.

Event description:
During review of a journal article titled ¿adverse events of pulmonary vascular stapling in thoracic surgery¿ published april 30, 2013, between january 2009 and december 2010, in one case a post-operative pulmonary vein rupture occurred. A large amount of bleeding (>5000ml) was recognized but after hemostasis, no further complication occurred.